Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the left lead. The ipg had reached end of life, and it is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 where in the left lead and ipg were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.